Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the three infusion set tubing was leaking at site and infusion set is used for 1 day. The blood glucose level was 300 mg/dl. No further information available.